Event description:
Unable to push vaccine out when needle attached to syringe.

Manufacturer narrative:
It was reported that the needle was "unable to push vaccine out". Due to this, the patient had to be poked twice. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.